Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported " a late seroma and an enlargement in breast". Device remains implanted. This relates to the right side.

Event description:
Patient reported right side "a late seroma and an enlargement in breast". Physician reported capsular contracture - baker grade IV and double capsule. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, deformation, brown particles on the surface of the shell, voids. Cloudy was observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional additionally reported "capsular contracture, baker grade IV." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, g1, h6.